Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a pinhole on universal cord, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issues, were caused by a cut on the video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional problem received from the customer.

Event description:
It was reported that the subject device presented a magenta line appears across the image, a damage on charged coupled device (ccd) camera and the video cable had a cut on it. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.